Manufacturer narrative:
Serial number was not provided. (B)(4). The intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number was not provided. Labeling review: the labeling review was not completed since the lens model was not reported. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc.

Event description:
It was reported that there was a refractive surprise and future, not sure if it will be explanted. Despite attempts to obtain additional information, to date no response has been provided.